Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-28, lot# v532274, product type: lead. Product ID: 3389s-28, lot# v532558, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3389s-28, serial/lot #: v532274, ubd: 11-may-2013, (B)(4); product ID: 3389s-28, serial/lot #: v532558, ubd: 11-may-2013, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported that about a year ago, one of the electrodes went bad and stopped working, further stating that it was electrode 2 or 3. It was stated that patient could not walk well and when there was a picture of a doctor on the patient programmer (pp), it gave them a clue that something was wrong. It was stated that patient was having the same kind of problem with a relatively sudden onset. Prior to the report, the caller checked the implant and the pp showed on/ok. Patient was redirected to follow up with the health care professional (hcp) to have the device checked. No further patient complications were reported/ anticipated as a result of this event.